Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the running roller pump lowers blood-flow to zero (0) liters per minute (lpm) for a moment, then slowly restores blood-flow to the level lower that was before "drop down to zero" without involving perfusionist (ccp). This issue occurred twice during cpb. There was no error message on the roller pump or central control monitor (ccm). The device was not changed out. There was a short delay. The surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the pt.